Event description:
Customer reported a button error alarm. Customer also states that she's not getting the no delivery alarms. Customer blood glucose reading was fluctuating. The blood glucose reading is 550 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.